Event description:
The patient's left side lead and extension were explanted due to infection. It was later reported that the implantable neurostimulator (ins) required frequent recharging and was turning off by itself. There was no correlation between the ins turning off and external interference. The ins was interrogated and the impedances on the right side were <250 ohms. The patient was not injured due to the low impedances. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).